Manufacturer narrative:
The quattro catheter (lot# 78073) was disposed by the customer and will not be returned for investigation. Patient's outcome deceased, however, the doctor stated that the quattro catheter did not contributed to the patient's outcome but the aggravation of patient's primary disease (hypokalemia) contributed to it. In agreement with treating physician, the patient's death was not attributed to zoll catheter but was related to the patient's critical clinical condition.

Event description:
As reported, during ivtm therapy set-up on a (B)(6) male for post cardiac arrest symptom (pcas), the patient was inserted with a quattro catheter (lot# 78073) through the patient's right femoral vein and when the catheter reached to the lower end of the right atrium, balloon was sticking out from the insertion site. The facility doctor stated that the quattro catheter was too long for the short patient (168cm in length), as regards to bodily structure. The quattro catheter was swapped with an icy catheter (lot# 78167) to continue with the therapy. Patient's outcome deceased, however, the doctor claimed that the quattro catheter did not attributed to the patient's outcome but the aggravation of patient's primary disease (hypokalemia) contributed to it.